Manufacturer narrative:
(B)(4). Batch # j5hj88. The analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Event date. Batch unk.

Event description:
It was reported that during an unknown procedure, the device was being prepared for use in the procedure by the scrub tech when it was determined that she could not get the device to function properly. They could not identify how the device was supposed to be opened up after it had been test fired as the device opens differently versus other like devices with other options, in the same product family. It is unknown what color cartridge was being used during this practice firing. Case completed with another device, however, unknown product code. There were no patient consequences reported.